Event description:
While removing 2 rings during placement of the graft as a femoro-popliteal bypass, the graft tore. A small interposition was placed. Massive bleeding occurred at the suture line. The bleeding was arrested. The surgery time was prolonged. The pt is doing fine.